Event description:
It was reported that the patient presented in the clinic for follow up. Upon interrogation, the right ventricular (rv) lead exhibited noise resulting in oversensing. The patient is not dependent and was asymptomatic to the event. The lead was explanted and replaced. The patient was in stable condition.